Event description:
After change of pt registration with the command "correct/rearrange", the orientation labels in the scan images are not updated and therefore may indicate an incorrect pt orientation, i.e. Image orientation may not match actual pt orientation. Problem identified by factory while performing ongoing software tests in the lab.